Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -the inside of the lens was corroded due to moisture infiltrated the inside of the device. -the user handling of the reprocessing was inappropriate. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. The water tightness was lost due to a pinhole on the bending section rubber and deformation of anguation knob. Adhesive on the bending section rubber had a crack. The device connector was deformed. Connecting tube had a scratch. Control unit was dirty. Switch had a scratch. Universal cord had a scratch. The angulations did not meet the standard value due to wear of angle wire. The play of angulation knob was out of the standard value and was locked due to deformation of bending tube. The device cover was dirty. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that there was a leakage from the bending section rubber, low angulation in all direction, and play in angulation knob. The device was returned to olympus repair center. During the inspection of the device, olympus repair center found the following. Forceps elevator had foreign material. Inside of light guide lens had yellow dirt. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.